Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer experienced an elevated blood glucose (bg) level of 550mg/dl and moderate levels of ketones. A manual injection was administered to address the bg level. The customer changed the pump supplies and insulin delivery was resumed.